Event description:
It was reported the lead was explanted and replaced, due to unacceptable thresholds, no capture and "poor" sensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fractured; full lead analyzed. Evaluation summary: full lead